Manufacturer narrative:
Exact date unknown, event occured the day before the surgery.

Event description:
It was reported that the patient was experiencing an unusual rib stimulation. Physician took an x-ray and wanted to readjust the lead. The patient underwent a revision procedure wherein the lead was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.